Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, the 2.5x38 mm esprit btk scaffold was implanted in the left proximal anterior tibial artery (ata). The doppler ultrasound that was performed on (B)(6) 2025 showed the lower extremity arterial scaffold appears to be occluded with no evidence of a doppler signal. On (B)(6) 2025, the patient was found to have a re-occlusion of the left ata. Percutaneous transluminal angioplasty in the left ata was performed on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.